Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that a non-sterile balloon was used on a patient. The event occurred during an ultrasound endoscope diagnostic procedure. There was no report of patient contamination, harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. It is described to [sterilize if necessary] in the handling procedure before-use in the labelling of unsterilized balloon. In the handling procedure before use in the attached document, it is described that [always sterilize. The facility may have used the device without sterilizing. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿always conduct ethylene oxide gas sterilization before use. Refer to [instruction manual] of ethylene oxide gas sterilization device for sterilization procedure. For conditions of ethylene oxide gas sterilization, refer to table 1 and table 2.¿ olympus will continue to monitor field performance for this device.